Manufacturer narrative:
Device evaluated by MFR.: the unit returned with its original pouch. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device distal section was found bent. No other issues were found. Photos were taken and it was possible to observed a section detached and kinked at very tip and distal end bent. The outer diameter of the distal, medium, and proximal sections of the device are within specifications. The overall length inspection could not be performed due to device condition (polymer detached section).

Event description:
It was reported that tip detachment remained in the patient and thrombosis occurred. The totally occluded target lesion was located in mildly tortuous and moderately calcified posterior tibial artery (pta). A savion flx guidewire was advanced for crossing the lesion. However, when trying to advance down the pta, the distal tip of the wire was broken to 1-2cm. Subsequently, thrombus was formed around the wire. No attempt was made to snare the wire as the area was occluded. An antiplatelet medication-heparin was given to the patient prior to and during the procedure. The procedure was completed with a non-boston scientific guide wire. No further patient complications were reported.

Event description:
It was reported that tip detachment remained in the patient and thrombosis occurred. The totally occluded target lesion was located in mildly tortuous and moderately calcified posterior tibial artery (pta). A savion flx guidewire was advanced for crossing the lesion. However, when trying to advance down the pta, the distal tip of the wire was broken to 1-2cm. Subsequently, thrombus was formed around the wire. No attempt was made to snare the wire as the area was occluded. An antiplatelet medication-heparin was given to the patient prior to and during the procedure. The procedure was completed with a non-boston scientific guide wire. No further patient complications were reported.